Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) pain during device deflation, and while inflated, exhibited a left corporal curvature. It was reported that the patient was oversized during original procedure. The ipp was explanted, a full washout was performed and replaced. There were no patient complications reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). Updated evaluation conclusion codes h6. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported clinical observation of the size incorrect for patient are most likely due to a measurement error during the original implantation procedure. The provided event description indicates the device was in good condition when the package of the original device was opened. The evidence from the product record review did not identify a potential product quality issue or new patient harm. Additionally, the patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) pain during device deflation, and while inflated, exhibited a left corporal curvature. It was reported that the patient was oversized during original procedure. The ipp was explanted, a full washout was performed and replaced. There were no patient complications reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).